Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was confirmed. The remote desktop was inspected where it was found that the frame grabber status was blank and that the pleora was not powering on. The medtronic representative replaced the pleora. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the system was in stand alone mode and would not connect to the mobile view station (mvs). The site rep tried to restart the system but it did not resolve the issue. No patient was present during the time of the reported incident.

Manufacturer narrative:
Analysis on the suspect pleora box was completed by medtronic personnel. When starting the system, no power would be delivered. Confirming an electrical based failure mode.